Event description:
It was reported that the customer experienced a minimum fill notification with their insulin pump. There was no adverse impact to the customer's blood glucose level. The customer had changed about five cartridges in the past two weeks due to the issue, prompting escalation to technical support. The support team recommended replacing the pump, which was sent to the customer. The customer was instructed on necessary procedures, including putting the old pump in storage mode and returning it to avoid additional charges. The customer acknowledged the instructions, including programming the new pump settings and connecting the continuous glucose monitor to the replacement pump. Customer reverted to an alternative method of insulin therapy.